Manufacturer narrative:
Investigation: the complaint of the z6ms transducer displaying an error message was investigated. After inspection and testing of the returned device, the most probable cause of the issue was determined to be gastro flex thermistor trace crack and open due to insufficient gastro flex reliability; this problem is related to design. Through a corrective and preventive action, the gastro flex thermistor trace width has widened in the tolerance to reduce cracking.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer displayed a usacquisitionhw_40_0 error in all ports during patient planning. As soon as the user plugged in the transducer, the error immediately appeared. There was no patient involvement. No additional information was provided.